Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (lot #, unique identifier (UDI) #), d5, e2, e3, e4, g2.

Manufacturer narrative:
Due to character limit in block e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the intra-aortic balloon (iab) optical sensor did not respond, resulting in difficulty detecting the trigger. Consequently, the device was switched to using the transducer¿s a-pressure trigger to continue therapy. After completion of treatment and removal of the device, it was confirmed that the optical sensor had not responded. No health risk or patient harm was reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 the reported iab lot # 3000425582 but returned iab lot # 3000319342 and the returned iab was evaluated. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was observed on the catheter tubing approximately 54.4cm from iab tip. Additionally the optical fiber was found broken within the membrane approximately 23.4cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.